Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's husband reported, the pt's blood glucose readings are over 500 mg/dl, and that the insulin infusion device is not delivering insulin. He stated he does not know the exact reading, but the pt is very irritable and is not feeling well. He said she is taking boluses of insulin to bring her blood glucose levels down, but nothing helps. During troubleshooting, it was discovered that the pt's basal rate was not saved in the infusion device, so she was not receiving any basal insulin. The pt's husband was educated on how to properly set and save basal rates, which he successfully did. On follow up, the pt stated that "everything is working fine" now, and her blood glucose has returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.